Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arm 1 was disabled. The procedure was completed with 3 arms. The procedure date was (B)(6) 2026.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 319 occurred on universal surgical manipulator (usm) 1 during surgery. The site performed a power cycle, but the error persisted. The technical support engineer (tse) advised the representative to perform a hard cycle, but the representative said that it was not possible at that time. The tse then advised him to disable usm 1 so that they could continue the surgery. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 1 for failure analysis investigation. The unit was analyzed and in logs, the ¿319¿ error was found indicating ¿node 178 is not present at startup¿ on the usm ¿ac_xd¿ axis confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto pftp where all relevant testing was passed within specification. Once testing was completed, the ¿acm¿ was inspected, an no faults could be identified. The complaint was confirmed by failure analysis. While the definitive root cause could not be established as the reported event could not be replicate by failure analysis, a possible cause may be attributed to an electrical defect pertaining to the axes controller, motor (acm) of the usm.

Event description:
Refer to h11 for follow-up information.